Manufacturer narrative:
The device was returned for evaluation. The customer¿s reported issue was not confirmed as no flashing of the image was confirmed, however, an image defect (smeared and partially blackout) was observed, due to a defective cable unit. The cable unit was found to be damaged (deformed / twisted). The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified surgery the camera intermittently flashed a few times (image loss). The surgery was completed with the same device. However, the next day (B)(6) 2022) after connecting the equipment, the camera did not work, and they could not perform procedure with the device. The scheduled procedures were completed using another device. This report is one of two reports. Please refer to complaint with patient identifier (B)(6) for the event that occurred on (B)(6) 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective cable unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.